Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient¿s aortic neck angulation was 65 degrees. Both common iliacs were heavily calcified. After access was obtained, the trunk-ipsilateral leg component was advanced and deployed down to the contralateral gate over lunderquist wires. It was decided it may be best to cover the right renal pole which appeared to be no longer patent, due to a large calcium chunk at the ostium. After recapturing the proximal end of the device an attempt was made to advance the device proximally. This was not possible due to the anatomy having a waist in the aortic neck. Since the graft was not able to be placed optimally, the risk of type I endoleak was considered. The risk of the endoleak combined with covering the right renal artery led to a decision to convert to open repair. The device was pulled down into the aneurysm to make it easy for the surgeon to clamp. The vascular surgeon reported the patient did well following the procedure.